Event description:
It was reported that during a da vinci s surgical procedure the monopolar curved scissors (mcs) tip cover accessory, installed on a mcs instrument, was nicked by a fenestrated bipolar forceps instrument. The tip cover was immediately removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the mcs tip cover accessory.

Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954326-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a crack was observed on the lower housing, battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.